Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a blood leak was detected before any significant patient harm occurred. Immediately after initiating extracorporeal membrane oxygenation (ECMO) support, blood droplets were seen emerging from the bottom of the oxygenator and exiting through the venting holes at the base of the plastic housing. Support was discontinued, and the entire circuit was replaced.